Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for unknown tomofix plate, unknown quantity, unknown lot. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article received: this report is being filed after the subsequent review of the following literature article: lansdaal, j. R. Et al (2016) early weight bearing versus delayed weight bearing in medial opening wedge high tibial osteotomy: a randomized controlled trial. Fifty patients, median age (B)(6) (range 40-65), with medial compartment osteoarthritis, underwent a medial opening wedge high tibial osteotomy utilizing a locking plate without bone grafting. Patients were randomized into an immediate or a delayed (2 months) weight bearing group. Complications included the following: three cases of delayed union, two in the immediate group and one in the delayed group, all three delayed unions consolidated without additional treatment and without loss of correction. One patient in the immediate group had a staphylococcus aureus deep infection 4 weeks post-op which underwent surgical debridement and intravenous oxacillin with a good recovery. One deep venous thrombosis occurred in the immediate group which resolved with prolonged anti-coagulation. This is report 1 of 3 for (B)(4). This report is for an unknown tomofix plate.